Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to skin flap necrosis around the implant side. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.